Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ra lead was capped and replaced on (B)(6) 2021 due to an unspecified pacing impedance anomaly. No patient symptoms were reported.